Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent partially deployed and dislodged. A 7x200x130 innova¿ stent was selected for the procedure. During the procedure, the stent was unable to completely deploy. Deployment was blocked and the stent subsequently dislodged outside the patient. The procedure was completed with a different stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds) partially stuck in a separated introducer sheath. There was presence of blood in the handle area. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The device handle was opened upon arrival. There was buckling at the nosecone. No damage was noticed on the mid-shaft. There was a returned introducer sheath that the inner liner and the tip were separated and stuck inside. The thumb-wheel lock was returned with the device. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that the stent partially deployed and dislodged. A 7x200x130 innova¿ stent was selected for the procedure. During the procedure, the stent was unable to completely deploy. Deployment was blocked and the stent subsequently dislodged outside the patient. The procedure was completed with a different stent. There were no patient complications reported.